Event description:
While attempting to separate the pt from bypass, with stopcocks for sample ports and arterial filter purge line closed, the console began to alarm and the rpm led indicator flashed backflow. The cardiotomy reservoir began to fill with blood. The flow led indicator had dropped from 5 l to 0. The rpm rheostat was turned up with no effect. The arterial line was clamped and the pump head was removed from the external drive motor and placed on the handcrank.